Event description:
Initial information was received at medinol on may 25, 2022, indicating an incident involving elunir-perl dislodgment before the procedure. Following medinol's inquiry, additional information was received and evaluated on jun 20, 2022: "the case is about a blocked stenosis in the right artery that was predilated and then they tried to insert the stent. The stent did not cross so they wanted to remove it to open with another balloon. When they removed the system, they saw that the stent was not on the balloon. Using the markers on the stent, they located the stent in the proximal part of the artery. They inserted a smaller balloon and inflated the stent there." (Translated from hebrew). Consequently, the case was assessed as a reportable event.

Manufacturer narrative:
Device history record (DHR) review, conducted on 10 july 2022 indicated the device was supplied meeting its specification.

Manufacturer narrative:
Device history record (DHR) review performed on july 10, 2022 indicated the device was supplied meeting its specification. The angiogram of the procedure was received and reviewed on 19 july, 2022 by dr. (B)(6), (B)(6). The following observations were obtained: 1.the left system is normal with a patent stent in the lad and insignificant stenosis in the other arteries except in the small ramus. 2.there is a critical stenosis in the middle of the rca. 3.a balloon is inflated in the lesion; it should be noted that the artery is very calcified, and the origin is very calcified and dilated. 4.an attempt is made to pass the stent, which seems not to be on the main wire, and I do not identify any additional wire. 5.another possibility is that what looks like a stent is staining of contrast agent in the artery, which means a partial dissection of the artery. 6.more balloons are inflated to treat the dissection to the origin of the artery. 7.an attempt is made to pass the stent, unsuccessful. 8.then another wire is inserted, over which ivus is inserted. 9.the stent does not cross the lesion. 10.more inflations of balloons are made. 11.after that the stent that fell from the balloon is inflated proximal to the lesion. 12.another wire is inserted, and more balloons are inflated. 13.another stent is inflated in the lesion with good result. 14.after that another stent is inflated at the origin of the artery 15.I cannot know the reason for the stent dislodgment, but it was a complex operation with dissection (tear) of the artery even before the stent was inserted.

Manufacturer narrative:
Following the device arrival, a device analysis was signed on (B)(6) 2022 (see enclosed). Instruction for use (IFU) review, performed on sep 13, 2022 have indicated that no deviation from IFU was reported. Final investigation report, issued on sep 13, 2022 concluded the following: 1.the review of the DHR (device history record) of lot # elmil0004a indicates that the product was supplied meeting specifications. 2. According to the angiogram analysis report, the reason for the stent dislodgment is unknown. Evidently it was a complex operation with dissection (tear) of the artery even before the stent was inserted. 3. According to the device analysis report, the returned product was supplied to the customer meeting medinol's specifications. It may be surmised that the reported event is the consequence of partial inflation of the balloon that was probably performed inadvertently and led to the events mentioned above. This is not related to medinol's manufacturing processes. 4. The events of this complaint are addressed in the elunir-perl dfmea report, and the risks remain low. No new risks were identified.